Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 323.034, lot: 8117634, manufacturing site: hägendorf, release to warehouse date: november 06, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 323.034, lot: 8117640, manufacturing site: hägendorf, release to warehouse date: november 06, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection has shown that both lcp drill sleeves are in a used condition. The threads on the top of the devices looks worn and damaged. Furthermore, nicks and scratches all over the devices are visible. Functional test: based on the damage at the sleeve threads a functional test cannot be performed. Dimensional inspection: the investigation has shown that the cause of the complained malfunction is a post-manufacturing caused, use-related damage at the device, therefore no dimensional inspection is needed. Document/specification review: a review of the device history record was performed for the finished device lot numbers and showed that there were no issues during the manufacture of these products. These two lot numbers were produced in november 2012 with no findings reported. Summary: the received condition of the devices are concordant with the complaint description and the complaint condition is confirmed. Even if we are not aware against which part the allegation is, it is visible that the top of the threads is worn and damaged. The kind of the damages indicates that it was caused post-manufacturing. Based on the damages at the sleeve threads, a functional test cannot be performed. A review of the device history records for the mentioned parts were researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with these lots in question. We can confirm that the complaint condition is not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant device reported: unk - plate: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, the surgeon couldn¿t connect the drill guide to the plate. Another drill guide was used, and it could be connected successfully. The surgeon commented that the thread of the drill guide was worn. The surgery was completed successfully with no delay. This report is for a 1.5mm threaded drill guide with depth gauge. This is report 1 of 1 for (B)(4).